Event description:
It was reported by service report that the fowler drifted when weight was applied. All other functions were working accurately. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler motor assembly.